Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 60000499 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a vizigo and reserve blood was rising to the side port. The physician expressed concerns about the phenomenon of blood rising into the hub and side port (reverse blood) while using vizigo sheath after aspiration and flushing was initially performed and vizigo was inserted into the patient¿s body. In the present case, blood itself did not leak from the hemostatic valve, however, according to the physician, there were cases where blood comes out from the hemostatic valve in about 1 out of 15 cases. At that time, the sheath was being replaced. Regarding reverse blood, the physician seemed to believe that there is a risk of thrombus formation due to retention of blood in the sheath or hub. The physician was handling the issue by performing regular aspiration and flushing, but since continuous perfusion was not being done, the sales rep communicated that it was recommended in accordance with the instructions for use (IFU).